Manufacturer narrative:
The reported test strips were returned and investigated with a retained meter. A visual inspection was performed on returned strips and no observations were found. Returned strips are not expired, not incompatible with the reported meter and not damaged. Performed control solution test using the returned strips and known good reader and control solution. Control solution results were within specification. No product deficiency was identified. Reader jcgx038-t0906 was returned and investigated. A visual inspection was performed on returned reader and no observations were found. The power button was pressed and the reader powered on and advanced to the home screen successfully. Uploaded event log successfully. The entries that the customer complained about were in the log. Performed control solution testing using the returned reader, previously returned test strips, and known good control solution. Control solution test results were within specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 34 mg/dl, 204 mg/dl and 158 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.